Manufacturer narrative:
H10. Additional manufacturer narrative: updated sections b1-b3. Based on the additional information obtained, this event is no longer considered reportable

Event description:
It was reported that a patient with a 33mm mitral valve implanted for 15 years, four months underwent a valve-in-valve procedure due to stenosis and regurgitation. A 29mm valve was implanted. According to the physician, the surgical valve did not prematurely fail.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. A manufacturing related issue was not identified. A definitive root cause could not be determined. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a patient with a 33mm valve implanted for 15 years, 26 days was being evaluated for a valve-in-valve procedure due to unknown reasons. A procedure has not been scheduled at this time.